Event description:
Implant date: in 2006. It was reported that the setscrew backed out. There were no pt complications reported.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.